Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, and the patient was re-implanted with another cochlear device during the same surgery.